Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they hospitalized on (B)(6) 2020 as they were experiencing high blood glucose level 587 mg/dl which was treated by intravenous insulin drip. Customer was experiencing dizziness. Customer was using insulin pump within 48 hours of reported event. Device will not be returned for analysis.